Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted in the right eye of a (B)(6) male patient on (B)(6) 2017. The lens originally placed at 110 degrees, was measured at 160 degrees on (B)(6) 2017. Additional information was received and it was learnt that the lens was repositioned on (B)(6) 2018. No complications were reported; a vitrectomy was not performed and sutures were not used. The patient was discharged without complications. No further information was provided.

Manufacturer narrative:
Additional information per follow-up on 01/24/2018 reported an iol rotation from 110 degrees to 120 degrees. Subject experienced a previous iol rotation of 50 degrees and underwent iol repositioning on (B)(6) 2018, during which the iol was placed at the intended axis of 110 degrees. At a follow-up visit on (B)(6) 2018, the iol was observed at to be at 120 degrees, which is a 10 degree difference. No additional repositioning is planned. Procedure was completed successfully. Patient has recovered. Device evaluation: the product testing could not be performed as the complaint device was not returned as it remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during the review related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. The search of complaints revealed no similar complaints for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.